Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that when trying to fire the tct75 instrument in a segment of colon, the device locked out preventing the firing of staples. Another tct75 instrument was used to complete the case. There was no consequence to the pt.